Event description:
The issue with the suspect device bd medstation es which is known for drawer failure and the sota device design is compromised in all existing design of bd medstation es which has failed to provide promised quality and safe drug delivery systems. Presence of no fail safe. Device operation is completely failed when single component in drawer fails. Device design is operationally cannot pre-detect before failure of drawer. Non-compliance of standardized operational design. Device seems like an experimental design or a beta version. Failure to address state of the art. 6. Failure to implement CAPA after multiple cases drawer failure and no device design change or corrective device upgradation.